Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection found the outer helix was stretched and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. There were no patient consequences.